Manufacturer narrative:
No report of patient involvement. The hospital biomed cycled power and the alarm condition was resolved.

Event description:
The hospital reported the unit had a reset error. There was no report of patient involvement.